Event description:
It was reported that the customer experienced elevated blood glucose levels; approx. 500 mg/dl. Troubleshooting was performed and pump appears to be delivering as expected. Customer delivered manual injections to stabilize her blood glucose levels.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.